Event description:
Treatment of a superior ophthalmic vein. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the implant coil prematurely detached as it was going through the tuohy. The coil was removed from the patient and other coils were implanted in the patient to conclude the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The incorrect device was returned for evaluation; therefore, the event cause could not be determined. (B)(4).